Event description:
Biomedical engineering department reported an infusion pump that was found out of service during patient use. The pump was reported to be used on a patient when the event occurred. According to the facility's risk manager, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medication involved, or set up of the infusion device.